Event description:
The user is out of indication criteria for the device. Additionally, there is an infection of the skin over the implant site at the coil section where the audio processor was located. There was an abscess and the skin was not intact. The user has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user is out of indication criteria for the device. Additionally, there is an infection of the skin over the implant site at the coil section where the audio processor was located. There was an abscess and the skin was not intact. The user has been explanted.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have bene present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. This finding is in line with the reported functional device whilst implanted. As mentioned in the recipient report, the recipient had no benefit using the device due to an active purulent skin infection with abscess. Review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. Further the recipient's hearing deteriorated postoperatively, however this was not caused by the device. Re-implantation with a cochlea implant will be scheduled once the infected is resolved. This is a final report.